Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced ventricular tachycardia (vt) episodes. After anti-tachycardia pacing (atp) was delivered, the rhythm accelerated into the ventricular fibrillation (vf) zone. The device delivered an electric shock which successfully converted the episode. No additional adverse patient effects were reported. At this time, this device remains in service.